Manufacturer narrative:
12/15/1998- submission of supplemental report #1 to FDA. Additional info entered in h-9. Device evaluation codes entered. Our analysis of the subject device revealed that the distal end of the "#2 latching rod" lifted and become disengaged from the support block. Intermittently, during approximation of the instrument, the latch cam advanced the rod slightly forward which resulted in binding the rod between the cam bridge and the support block. This intermittent binding prevented the instrument from opening upon activation of the approximating buton. As corrective action, process modifications were implemented to mechanically prevent the rod from lifting and eliminate further occurrence of this condition.

Event description:
During a gastric bypass procedure the instrument was difficult to open.